Event description:
It was reported that there was long and short paced atrio-ventricular intervals close to the ventricular safety interval. No changes have been made and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID 383059 implanted: 2009 (B)(6); product ID competitor 0180 implanted: 2009 (B)(6). (B)(4).